Manufacturer narrative:
(B)(4). Batch # r92w6j. Additional information requested: attempts are being made to obtain the following information: how long of a delay was there to the procedure? Was there any damage found on the tissue (as you reported potential tissue damage)? If the tissue was damaged, please report specifically how the tissue was damaged and how was tissue repaired? Was there any change to the procedure or post-op patient care as a result of the delay to procedure? Was there any change to procedure or post-op patient care as a result of the tissue damage? What is the patient's current status? To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Investigation summary: the device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached, not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the jaws of the device would not release on tissue. The doctor had to manually release the jaws. Patient consequence was described as "additional surgery time and potential damage to tissue." It was not reported how the procedure was completed.